Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. The lead returned severed 173 millimeters from the terminal pin and only the proximal segment was returned. The field observations could not be confirmed by analysis of the lead segment returned. The lead segment passed continuity testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms. This rv lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.